Manufacturer narrative:
Complaint statement: (B)(4). Received 8pcs 454322/a22013g4 and 7pcs 454322/a21113ee for evaluation. Received customer pictures. We have no remaining inventory of either material/batch. We forwarded the complaint, customer pictures and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation of the claimed batches revealed no deviations associated with the reported error. The provided samples were tested regarding the draw volume and the amount of additive. All parameters remained within the +/- 10% tolerance range. The alleged malfunction could not be duplicated. A note: the shelf life and date of manufacture in this report refer to batch#: a22013g4.

Event description:
Customer states specimens will not fill to the designated fill line on the tubes. They are slightly short of that and the lab is rejecting them and asking for a recollect. Customer states they primarily use butterfly and straight needles for collection and will also draw a discard tube with a butterfly needle; phlebotomists say they are holding the tube in place while it fills.